Manufacturer narrative:
During an interventional endovascular procedure to treat a chronic total occlusion (cto), a 300 cm. Sgw stabilizer plus st ss guidewire (gw) was used in conjunction with a 120 cm. Outback cto catheter and a 6 fr. Brite tip sheath. The physician was not able to cross through the occlusion with the stabilizer gw. The outback and stabilizer were removed and it appeared that the coating of the stabilizer gw had lifted off of the wire. The case was terminated at this point due to the inability to cross the target lesion due to severe calcification. There was no reported patient injury. The physician is an experienced user of both the outback and stabilizer products. The medical representative was not present during the case. The case was communicated by the nurse manager. The approach for the procedure was the left femoral artery using a 6 fr. Brite tip sheath. There were no reported complications during sheath access or during the case. The target lesion was the superficial femoral artery (sfa). The target lesion was reported to be: severely calcified. The stabilizer gw and outback products were both prepped properly according to the instructions for use (IFU) and were used within the date of expiration. The product will be returned for inspection. Additional information received indicated that none of the guidewire coating came off and lodged in the patient. It was not known if the coating peeled off by the outback needle. No additional intervention was necessary to remove the separated coating. There was no reported adverse effect or injury to the patient as a result of the reported product issue. There was no reported product issue with the outback catheter that was used. The outback catheter was prepped according to the instructions for use (IFU). There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was not re-sterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. No "drilling" or "jack-hammer" technique was used to re-cannulize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no reported difficulty tracking the wire through the vessel or lesion. The wire behaved "normally"/the torque response was good. No additional information is available. A non-sterile unit of sgw stab plus .014 300cm st ss was received coiled in a plastic bag. Per visual analysis, the guidewire presented a delaminated condition of 4 cm of length at 27 cm from distal end. No other anomalies were found. The guidewire was analyzed under microscope, the edges of the coating at the separated sections presented elongation and frayed/edges. Also, a kinked condition was observed at the same area. These characteristics indicate that the device was submitted to a stretch overload which caused this delaminated condition. A device history record (DHR) review of lot ce1008674 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire failure to cross¿ could not be confirmed due to the nature of complaint. However, the reported ¿coating delaminated in patient¿ was confirmed through analysis of the returned device. The exact cause of the failures experienced by the customer could not be conclusively determined. Based on the information available for review, lesion characteristics (severely calcified) and handling factors may have contributed to the failure to cross and the delamination as evidenced by the kink and the elongation/frayed edges noted during analysis. It is possible that the wire became kinked when attempting the cross the lesion, and the delamination occurred when attempting to retrieve the guidewire into the needle of the outback. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, users are warned that guidewires are delicate instruments and should be handled carefully. Users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not use a guidewire that shows signs of damage. Neither the product analysis nor the DHR review suggests that the failures reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure to treat a chronic total occlusion (cto), a 300 cm. Sgw stabilizer plus st ss guidewire (gw) was used in conjunction with a 120 cm. Outback cto catheter and a 6 fr. Brite tip sheath. The physician was not able to cross through the occlusion with the stabilizer gw. The outback and stabilizer were removed and it appeared that the coating of the stabilizer gw had lifted off of the wire. The case was terminated at this point due to the inability to cross the target lesion due to severe calcification. There was no reported patient injury. The physician is an experienced user of both the outback and stabilizer products. The medical representative was not present during the case. The case was communicated by the nurse manager. The approach for the procedure was the left femoral artery using a 6 fr. Brite tip sheath. There were no reported complications during sheath access or during the case. The target lesion was the superficial femoral artery (sfa). The target lesion was reported to be: severely calcified. The stabilizer gw and outback products were both prepped properly according to the instructions for use (IFU) and were used within the date of expiration. The product will be returned for inspection. Additional information received indicated that none of the guidewire coating came off and lodged in the patient. It was not known if the coating peeled off by the outback needle. No additional intervention was necessary to remove the separated coating. There was no reported adverse effect or injury to the patient as a result of the reported product issue. There was no reported product issue with the outback catheter that was used. The outback catheter was prepped according to the instructions for use (IFU). There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was not re-sterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. No "drilling" or "jack-hammer" technique was used to re-cannulize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no reported difficulty tracking the wire through the vessel or lesion. The wire behaved "normally"/the torque response was good. No additional information is available.

Manufacturer narrative:
Additional information received: the product was returned for analysis. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.